Event description:
It was reported that during an unk procedure, the jaws do not fully open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.